Event description:
It was reported that a remote transmission showed atrial tachycardia episodes that appeared to be far field r-wave (ffrw) oversensing of the atrial lead. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.